Manufacturer narrative:
(B)(4). A visual evaluation of the returned rx cytology brush revealed that the handle was bent and the catheter was kinked adjacent to the heat shrink. A functional analysis was performed and revealed that the brush was not able to extend due to the damages found on the device. The handle was disassembled and it revealed that the pull wire had been kinked at the hypotube joint. It was also partially broken in the same location where it was kinked. It is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Likely the failures found, pull wire or catheter kinked/bent, and handle bent were caused due to excessive manipulation as the customer brushed back and forth with the device during procedure. Handling and manipulation of the device can lead to the catheter and pull wire being kinked. This condition can cause issues with extending the brush due to excessive force being applied to the handle, in order to extend the brush. This could have resulted in bending the handle and breaking the pull wire where it was kinked. Based on all gathered information, the most probable cause of this complaint is ¿operational context¿, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure the performance of the device was limited. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the brush failed to extend and it was also noted that the wire was bent. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; wire broke.